Manufacturer narrative:
Capital equipment, evaluated at customer site. The field service engineer (fse) reported the unit was leaking cidex opa. The unit met specifications when the fse arrived. The fse diagnosed that the reservoir tank holding the cidex solution was leaking around the heater. The fse replaced the tank and filled it with water then performed the unit through cycles. The unit passed with no leakage and passed tests. The unit met specifications.

Event description:
The customer alleged cidex opa solution was leaking form the reservoir. The customer stated that no injuries were involved. An asp field service engineer (fse) went to the facility to assess the unit.